Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who guided them through a pump reset, resolving the issue and allowing the customer to successfully start their sensor session again.